Event description:
It was reported a merlin.net transmission displayed a mode switch episode with no apparent increase in atrial events to explain a decrease in the filtered atrial rate interval (fari). Recommended programming changes were made. No adverse consequences were reported.

Manufacturer narrative:
No medwatch form was received.